Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the devices be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt is pursuing a product liability claim arising out of the durom acetabular cup. It was further reported that the pt received a durom u.s. Acetabular component 54/48 n on (B)(6) 2009 and experienced pain and elevated cobalt ion levels. A revision surgery is in discussion.